Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. It was reported that the cs100 intra-aortic balloon pump (iabp) had negative pressure is too low and when testing the valve group, it was found that the valve group k7k8 had obvious leakage. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and confirm the valve group failure. Fse resolved the issue by replacing manifold drive. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use test performed by getinge field service engineer , the cs100 intra-aortic balloon pump (iabp) negative pressure is too low, which produced an auto-inflation failure alarm. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.